Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of when harvesting the sutures, the foot would not retract completely to its original position was confirmed. A guide break was observed and the foot was severely damaged from the reported manipulation. The probable cause for the reported event was determined to be related to the operational context during use. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. The observed guide break can only result in the use of force on the device during use. The proglide instructions for use states: excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, when harvesting the sutures and returning the foot to its original position, the foot would not retract completely. A significant delay in the procedure occurred as the device was twisted and torqued in an effort to retract the foot; however, the foot would still not retract. After a couple of hours of unsuccessful attempts to retract the foot, a cut down was performed to removed the device and close the artery. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The proglide device was used in a mildly calcified vessel and per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.